Event description:
A malfunction alarm was reported with code "malf 12," though no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer did not report or reset the pump within the last 24 hours, so customer technical support provided reset information and assisted them in resetting the pump. The malfunction code did not recur after the reset, and the customer continued to use the pump for insulin therapy.